Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer dropped/damaged the adc freestyle libre reader and does not power up and thus had no means to obtain a blood glucose result. Customer experienced fatigue, heartburn, and unspecified symptoms of hyperglycemia and was treated with insulin via injection by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Event description:
Caller reported the customer dropped/damaged the adc freestyle libre reader and does not power up and thus had no means to obtain a blood glucose result. Customer experienced fatigue, heartburn, and unspecified symptoms of hyperglycemia and was treated with insulin via injection by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) was returned and investigated using retain test strips. Visual inspection was performed on returned reader, no issues observed. Reader did not turn on using button press, inserting retain test strip or with usb cable insertion. Power surge message did not appear on the pc. Did not observe any damage to the usb port but did observe contamination of debris inside. Reader was de-cased and a visual inspection was performed. Signs of liquid ingress and debris was found on the pcba (printed circuit board assembly) and around the usb and strip port. The complaint is not confirmed due to a use issue.